Event description:
Pt had an MRI with 13 ml contrast in 2006. All 3 patients have subsequently been diagnosed with nephrogenic systemic fibrosis. FDA sent out an alert in 12/06 concerning this condition.

Event description:
Pt had an MRI with contrast (30 ml) in 2006. All 3 pts have subsequently been diagnosed with nephrogenic systemic fibrosis. FDA sent out an alert in 12/06 concerning this condition.

Event description:
Pt had an MRI/mra with 30-40 ml contrast on 2 exams. All three pts have subsequently been diagnosed with nephrogenic systemic fibrosis. FDA sent out an alert in dec 2006 concerning this condition.